Manufacturer narrative:
Inspected 1 opened or used partial sensor and found sensor electrode broken. Missing broken part. Unable to confirm customer received sensor damage due to customer returned opened or used unable to confirm needle anomaly due to customer did not return insertion needle.

Event description:
The customer was reported via phone call that, the sensor does not have electrode. The blood glucose was 107 mg/dl at the time of the incident. The device will be returned for analysis.